Event description:
It was reported that a "black stain" was found on the bd¿ syringe with needle before use. The following information was provided by the initial reporter, translated from chinese to english: "found a black stain on the 20ml syringe."

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and a sample for catalog 301948 lot 1812246 to investigate for this record. Visual examination of the returned sample identified the foreign matter as embedded contamination in the needle hub. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "black stain" was found on the bd¿ syringe with needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "found a black stain on the 20ml syringe."